Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be depleting quickly. In one instance the battery gauge went from 85% down to 5% within one hour. The battery gauge also jumped from 20% to 100% without being connected to a power source. The customer's blood glucose levels were impacted in two incidents ((B)(6) 2016) where the battery depleted too quickly and shutoff. The customer's blood glucose level was in the 400s (mg/dl). A correction bolus was administered when the customer turned the pump back on. It was indicated that the customer had manual injections as alternate insulin therapy until the replacement pump was received.